Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. Patient complained about nine infusion sets that fell off during use. Event took place on (B)(6) 2024. The infusion sets were in use for one day. Patient replaced infusion sets foe all the events and resumed insulin successfully. No further information available.